Manufacturer narrative:
This report is submitted august 9, 2018.

Event description:
Per the clinic, the patient experienced a performance decrement and pain, resulting in the decision to explant the device on (B)(6) 2018. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.